Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same event (reference 1825034-2014-02639 / 02643).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient underwent revision procedures on (B)(6) 2009. Review of invoice history could not confirm the revision procedures. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, bone/tissue damage, elevated metal ion levels, and metallosis. Subsequently, patient underwent revision procedures on (B)(6) 2009 and (B)(6) 2009. Review of invoice history could not confirm the revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2009 due to pain and swelling. Operative report noted the presence of abscess, fibrous material and a loose acetabular cup. All components were removed and replaced with spacer molds. Left hip was reimplanted (B)(6) 2009 with competitor's components.